Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09927. Related manufacturer reference number: 2017865-2020-09928. It was reported that during an atrial lead revision of a dislodged lead for a patient with twiddler's syndrome, the physician noticed a pocket infection. The physician explanted the patient's pacemaker and capped both leads on (B)(6) 2020. The patient was stable throughout.